Event description:
It was reported that the scale numbers on the bd plastipak¿ luer-lok¿ syringe were illegible. The following information was provided by the initial reporter, translated from portuguese: "the printing of numbers on the syringe barrel is distorted, with no possibility of checking some numbers."

Manufacturer narrative:
Investigation: photo received for investigation, upon visual inspection missing scale marking is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale numbers on the bd plastipak¿ luer-lok¿ syringe were illegible. The following information was provided by the initial reporter, translated from (B)(6): "the printing of numbers on the syringe barrel is distorted, with no possibility of checking some numbers."